Event description:
It was reported that balloon ruptured. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vein. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 6atm. The procedure was completed with different device. No complications reported. It was further reported that the device was simply pulled out and completely removed from the patient's body. The patient's status post-procedure was good.

Event description:
It was reported that balloon ruptured. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vein. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 6atm. The procedure was completed with different device. No complications reported.